Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer received a pump error 35 alarm. It was reported that the pump exposed to the moisture. Troubleshooting was performed, explained the pump performs safety checks and the error was found. Also, it was found that there was a crack on the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.